Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for the pump to arrive to begin the investigation. Once the pump arrives and is fully investigated, a supplemental report will be sent to the FDA.

Event description:
Intera oncology was notified about a pump case occurring on (B)(6) 2025. The pump (sn (B)(6) was prepped with no issue and then implanted by the physician. During the intraoperative scan, when the methylene blue was flushed through the catheter, the physician noticed a dark blue color on the catheter at the juncture of the pump and catheter. The physician dried off the area and flushed the catheter with low dose heparin. The leak continued at the site. The physician then made the call to swap out that pump with the backup pump in the room due to the site continuing to leak. The back up pump was prepped and implanted and per the physician "no leaking from the site".

Event description:
Intera oncology was notified about a pump case occurring on (B)(6) 2025. The pump (sn (B)(6) was prepped with no issue and then implanted by the physician. During the intraoperative scan, when the methylene blue was flushed through the catheter, the physician noticed a dark blue color on the catheter at the juncture of the pump and catheter. The physician dried off the area and flushed the catheter with low dose heparin. The leak continued at the site. The physician then made the call to swap out that pump with the backup pump in the room due to the site continuing to leak. The back up pump was prepped and implanted and per the physician "no leaking from the site".

Manufacturer narrative:
Rationale for correction: the following health effect - impact code (f), device explantation 4627and prolonged surgery 4632 were added to this MDR. Manufacturer narrative: the device was investigated, and a hole was found in the catheter. The lack of a matching hole evident in the silicone sleeve, it is unlikely that this hole formed during any pump preparation or implant procedure. The hole was likely present in the device catheter when the device left the contract manufacturer.

Manufacturer narrative:
The device was investigated, and a hole was found in the catheter. The lack of a matching hole evident in the silicone sleeve, it is unlikely that this hole formed during any pump preparation or implant procedure. The hole was likely present in the device catheter when the device left the contract manufacturer.

Event description:
Intera oncology was notified about a pump case occurring on (B)(6) 2025. The pump (sn (B)(6)) was prepped with no issue and then implanted by the physician. During the intraoperative scan, when the methylene blue was flushed through the catheter, the physician noticed a dark blue color on the catheter at the juncture of the pump and catheter. The physician dried off the area and flushed the catheter with low dose heparin. The leak continued at the site. The physician then made the call to swap out that pump with the backup pump in the room due to the site continuing to leak. The back up pump was prepped and implanted and per the physician "no leaking from the site".